Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating currents, also passed unexpected restart error and self-test. The motor passed motor test. No missing segments/partial display anomaly noted. The insulin pump had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window. No broken/cracked lcd window or lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of missing segments from the insulin pump. The customer's blood glucose reading was unknown.